Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text : device not yet received.

Event description:
The distributor reported that the that the ts8865 tendon stripper, open loop, diam. 6.5 mm, device was being used on (B)(6) 2026 during an acl procedure when it was reported ¿while using the device, it broke and part of it remained in the patient and took one hour to remove.¿. The procedure was completed with the use of an alternate device and 30 minutes to one hour of delay. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.